Event description:
Boston scientific received information that following implant of this device in (B)(6) 2012, the patient could not be converted at outputs less than 31 joules during testing. The patient has experienced a lot of ventricular tachycardia (vt) since that time and was most recently brought in for non-invasive programmed stimulation (nips) and could not be converted at lower outputs. The physician wanted to add a subcutaneous lead but was informed that there is no adapter for this lead to be interfaced to this device. Therefore, the physician elected to replace the device and the lead. The physician was upset due to the fact there is no adapter. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.